Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Case narrative: consumer via phone stated that the metal shaft on the oral-b smart series 7000 toothbrush handle was loose and every time they brushed their teeth, the oral-b toothbrush heads fell off in the middle of brushing. No injury was reported.